Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right groin artery. A 3.00 x 20 synergy drug-eluting stent was selected for use. However, when tried to insert the device, the stent got caught inside the non-bsc device and when the device was removed, it was noted that the edge of the stent struts were rolled up. The procedure was completed with another of the same device. No patient complications were reported.